Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrodes. The irritation was reportedly small red bumps with a small amount of blood. The patient visited the emergency room where he was prescribed an antibiotic steroid pill to clear the irritation. Follow up indicated that the irritation had healed.